Manufacturer narrative:
Product ID 3387s-40 lot# v165754, implanted: 2010 (B)(6); product type lead product ID 7482a40 lot# serial# (B)(4), implanted: 2010 (B)(6); product type extension product ID 7426 lot# serial# (B)(4), implanted: 2010 (B)(6), explanted: 2012 (B)(6); product type implantable neurostimulator product ID 3387s-40 lot# v082506, implanted: 2010 (B)(6); product type lead product ID 7482a40 lot# serial# (B)(4), implanted: 2010 (B)(6); product type extension product ID 3387s-40 lot# v082506, implanted: 2010 (B)(6); product type lead product ID 3387s-40 lot# v165754, implanted: 2010 (B)(6); product type lead. (B)(4).

Event description:
It was previously reported this last (B)(6) it was thought the patient needed to be turned "up" as her symptoms were returning and it was discovered that ¿one of her batteries was dead.¿ when the battery died, the patient¿s obsessive compulsive disorder (ocd) tendencies returned as a result. ¿she did a lot of self-stemming¿ and created sores on her hands from repetitive gestures to the point the patient was brought to the emergency room for antibiotics for an infection. It was reported that a patient¿s lead broke in her neck and the system was replaced. The batteries were replaced with rechargeable ones because "the battery had died too." It was stated that ¿it took a while to get the whole thing replaced¿. It was also stated that there were a ¿few snaf-foos¿. The battery had died in ¿early (B)(6)¿. The patient went in for new rechargeable batteries in (B)(6). It was stated that the patient was finally up to voltage prior to the dying battery and was ¿very pleased¿. The patient had a doctor appointment scheduled for the week after this report for a check-up and possible ¿tune-up¿. Refer to manufacturer report # 3004209178-2013-02493